Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the (eri) replace generator soon message. It is unknown if this occurred prematurely. Surgical intervention may take place at a later date.